Manufacturer narrative:
A DHR review was completed with no noted nonconformances or anomalies during production. The materials that are patient contacting are non-cytotoxic, non-sensitizing and non-irritating. Samples were not available for further evaluation.

Event description:
Patient reported skin is red, tender and burning and a small piece of skin was removed. Patient has sensitive skin but no known allergy. Patient went to the doctor, and they took pics and documented reaction. Silver sulfadiazine 1% cream given by doctor.